Event description:
It was reported that at the end of the infusion there was 40 milliliter of residual medication remaining, under infusion. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in decontaminated condition without its original packaging. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. No abnormalities were detected during visual inspection. During the functional testing, the sample successfully passed; thus, the failure mode was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. E4 was unknown.